Manufacturer narrative:
The device was returned, and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head was not working. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found bad cable unit. Based on the results of the investigation, it is likely that the following led to the malfunction: component failure. However, a definitive root cause could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
This supplemental report is being submitted to provide the results of the legal manufacturer final investigation.